Event description:
It was reported by the customer's biomedical technician that the device's ac mains light does not illuminate when the device is plugged into ac power. This is indicative of a failure of the device to operate on ac power. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a blown fuse, designator f1, and a partially shorted fet transistor, designator q1, on the eos power supply.